Manufacturer narrative:
It was reported the c6 mcot monitor melted and became hot when plugged into the charging cord. The device was returned for investigation. Device was inspected for general physical integrity, was found to have damage at the charge port. Charging cord was also returned and has evidence of the device melt. The monitor is not likely the root cause of this allegation. Philips am&d is further investigation this reported issue overheating and melting of the charging cord.

Event description:
It was reported on 19 june 2024 that the c6 mcot monitor overheated and melted the charging cord. There was no allegation of burns or the patient being exposed to heat. The patient did report that the charging cord itself was very hot and where the cord connected into the outlet appeared to be burnt. The patient was directed to return the device and a replacement was ordered.